Event description:
A 76-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of device malfunction which led to ade (scalp erythema) and could have led to sae, if suitable action had not been taken, or intervention had not been made, or if circumstances had been less fortunate. On (B)(6) 2025, the subject was randomized into the study. On (B)(6) 2026, the subject experienced scalp erythema (rave #20) grade 1/mild and the event was assessed by the investigator as definitely related to study device and the subject was recommended to take a break from the optune treatment for a few days. On (B)(6) 2026, the subject had put a new set of arrays on the head after shower. Post which, within a short time the subject noticed skin itching and the gel from the device was melted and dripping down over the head from all four arrays. There seemed to be an excess of heat created from the arrays which could have potentially burn the subject if sustained for a prolong period of time additionally as noted in the last visit, as per images sent by the subject and physical examination, he had a worsening of scalp erythema. The subject was noted with worsening skin erythema now classified as (grade 2 scalp erythema (rave #22)). Per pi, pruritus did not contribute to worsening of any erythema or skin irritation associated with the device deficiency. It was reported that the device malfunction led to scalp erythema. It was determined by investigator that the device malfunction could have led to sae of burn, if suitable action had not been taken, or intervention had not been made, or if circumstances had been less fortunate and would then have fallen under the seriousness criterion of other important medical event. The type of device deficiency was categorized as a device malfunction or failure (failure to meet performance specifications or perform as intended). Action taken with the device was device replacement and the device was with device specialist for evaluation. Initial information was received on (B)(6) 2026, and follow up information was received on (B)(6) 2026.

Manufacturer narrative:
The investigator considered the device malfunction (meddra preferred term: device malfunction), as definitely related to study device. Relationship to pembrolizumab or placebo, and temozolomide were not applicable as the device malfunction is not associated with pembrolizumab or placebo and temozolomide. The investigator determined that the malfunction could have led to a serious adverse event (burn) if suitable action had not been taken. The sponsor agrees with investigator's assessment that the event device malfunction (meddra preferred term: device malfunction) was assessed as definitively related to the study device and not related to pembrolizumab, placebo, or temozolomide. Based on the characteristics of the malfunction (gel melting and dripping from all four arrays with subsequent worsening erythema), the device deficiency was classified as a device malfunction/failure (failure to meet performance specifications or perform as intended). The tfh was replaced and sent for evaluation, the arrays were discharged due to biohazard. According to the sponsor and the technical complaint team, the reported event does not represent a device deficiency that could have led to an sae. The study device is designed such that it cannot cause a serious electrical shock or serious thermal burn due to built in safety features. The device produces an electrical signal at a frequency of 200 khz, which does not pose a risk for electrical shock; although at higher intensities it may cause an electrical sensation or temporary discomfort. In addition, the device incorporates hardware protection that triggers an audible alarm and automatically stops treatment if the current reaches 2600 milliamps. If such an overcurrent were to occur, the event would be very brief (approximately one second) and would result only in temporary discomfort without lasting sequelae. Furthermore, the device is designed to detect error conditions related to temperature. If the temperature measured by at least one thermistor exceeds 41°c for more than four seconds, the system automatically stops treatment. Once the condition is detected, the device shuts off and alerts the user through both audible and visual indicators (des00284 novottf-200a device software requirements specification; des00287 novottf-200a device software design description). The temperature threshold for treatment interruption (41°c) is below the temperature associated with a risk of serious thermal burns. Gel melting is common mostly based upon oversaturation, and not a specific temperature related event. The device error detection includes array over-temperature and array disconnect (high resistance) and stops the treatment when an error is detected, a melting gel would not interfere with this safety mechanism. The treatment stops when temperature reaches 41° c; which is below the temperature with potential for serious thermal burn and the user is notified by both visual and audible indicators, to stop therapy. There have been no similar cases known to novocure, that melting of array gel did lead to an sae. Based on all the above, the sponsor concludes that this event does not have the potential to cause a serious adverse event. Known potential adverse events associated with ttfields treatment include localized warmth and tingling sensation beneath the transducer arrays, which may occur with normal device function. The observed melting nature of hydrogel could be possibly due to oversaturation from perspiration or other external factors (e.g., environmental factors such as showering). Additional information has been requested from the site, and the case will be reassessed upon receipt of further details. The device deficiency of device malfunction (meddra preferred term: device malfunction) is considered expected as per the current reference safety information [ib version 1.0 dated 19-mar-2024]. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).